Event description:
No additional information.

Manufacturer narrative:
Additional information: initial reporter information investigation results: one mz5303 sample was received for investigation; no packaging was received and no residual was observed throughout the set. The mz5303 was received cut at the tubing and only the maxzero end was received connected to an unknown extension set. The customer reported that the connection between the maxzero and the extension set was loose. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the returned extension set remained secure when connected, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID 232244bo from the maxzero component confirmed a possible lot number to be either 23089348 or 23089350. A review of the production records for the potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customers experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5303 product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was loose the following information was received by the initial reporter with the following verbatim: this is a complaint about loose connection. When the customer connected the company's extension tube on the female side (mixed injection part), it was found to be loose.